Event description:
It was reported that pump touchscreen was cracked after pump was dropped, and touchscreen became unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.